Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. Update: (B)(4) 2013 - pfs and medical records received. Part/lot was provided. Patient was originally implanted due to a fracture. Revision notes indicated a second calcar fracture, pain, and a retroverted stem. The stem has now been reported.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.